Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Seal ring marks indicated full lead insertion in all lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Episode v-4 on the date of death was reviewed by technical services, engineering, and patient safety. The patient was paced lvp and lvp-mt for about three seconds at the start of the stored episode. A tachycardia begins right after, leading to confirmation of initial detection (8/10 fast beats) and the episode is declared. The shock electrogram (egm) showed wide and high complexes at the beginning of the arrhythmia, which soon changed to a more flat and wide wave form. The rv egm reflects vf, which was under detected in the vf zone and was therefore detected in the lower zones. Beats that were below the lowest rate cut off were marked as vs. Anti-tachycardia pacing (atp) was delivered about 3.5 seconds after the episode was declared. After the first atp, redetection and duration were applied and a second atp was delivered. The vf continued after the atp and the device began confirming the ventricular detection and initiated charging. About 6.5 seconds later the device was not able to confirm the underlying vf and the charge was diverted. Reconfirmation was not met. The device did sense; however, under detection occurred due to signals not being detected in the vf zone and also signals were below the automatic gain control (agc) set to 0.6mv. Using calipers, the vf amplitudes were diminished, with many measuring between 0.16mv-0.19mv. It was concluded the device did not deliver a shock because of under detection in the vf zone due to higher rate cut offs and diminished amplitude signals. The device was sensing the signals it could sense according to the agc setting and function.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) died from ventricular fibrillation (vf). The episode started in the vt-1 zone and two bursts of anti-tachycardia pacing (atp) were delivered. The atp did not convert the rhythm. Undersensing was observed. The ongoing vf became more aggressive and led to even smaller signals and more undersensing. The device charged, but therapy was diverted because confirmation was not met. The physician reported the death occurred shortly thereafter. The device was explanted post-mortem and will be returned for laboratory analysis and a review of the episode that led to the patient's death.